Event description:
Procedure was prompted by critical limb ischemia. Physician was attempting to treat a lesion in the posterior tibial artery (pta) branch extending into the foot using amphirion deep dilatation balloon catheter. The artery at the site of balloon inflation was 100% blocked. The physician stated that there likely was thrombus blocking the artery. It was reported that during inflation the balloon burst at 8atm. While attempting to remove the catheter, it fractured and could not remove the balloon portion of the catheter. Physician tried to snare the balloon but could not. Result was some catheter and balloon material was left in the patient¿s distal posterior artery. Patient¿s posterior tibial vessel was ballooned with a 2.5/2.0 rapid cross following the event and appeared to have blood flow. It was reported that the components were removed with the use of a covidien snare. Patient had a separate complication described as "compartment syndrome" and was later transported to surgery for further treatment. Patient¿s vessels appeared to have blood flow at the end of the endovascular procedure. After the procedure where the amphirion fractured this patient had surgery on her leg for compartment syndrome. The patient¿s leg has since been amputated. No further clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation summary: the device was found broken and all the distal part was missing. Traces of blood was detected over the device and in the inflation line. A portion of broken guide wire lumen was included in the material returned. The outer shaft was broken at 128 cm from the hub.

Manufacturer narrative:
Results: evaluation of device in progress. Conclusions: evaluation of device in progress; inconclusive ¿ investigation in progress. (B)(4).